Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that patient is deceased, and there was a vegetative growth/bacteria that developed around their lead wire. In addition, the family member indicated that the doctors did not know if the infection developed due to the lead wire, or from a foot infection. No further information could be obtained after multiple follow-up attempts.